Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the patient was implanted with a revitan stem on (B)(6) 2018. The patient felt a crackling sensation and presented in the emergency room in the night from (B)(6) 2020 to (B)(6) 2020 where a fracture of the stem was identified. According to the patient there was no trauma such as a fall. Revision surgery was scheduled for (B)(6) 2020, however confirmation of the revision surgery has not been received. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two x-rays have been received. The pelvis ap overview is dated (B)(6) 2020, while the second view x-ray is undated. It is assumed that both x-rays were taken on the same date. Radiologically visible left total hip replacement with fractured connection pin with tilted and displaced proximal revitan component on both x-rays. The connection of the distal and the proximal revitan component (location of fracture) is almost at the height of the osteotomy. On the pelvis overview, radiologically visible sclerotic lines in the proximal femur and a radiolucent line distally of the cerclage wire on the lateral side. As no complete x-ray follow up is available, changes to the implant positions and to the bone quality over the time in-vivo cannot be evaluated. Product evaluation: the complained devices were not returned for examination; therefore, visual and dimensional evaluation, as well as an analysis of the fracture surfaces, could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with a revitan stem on (B)(6) 2018. The patient felt a crackling sensation and presented in the emergency room on (B)(6) 2020, where a fracture of the stem was identified. According to the patient there was no trauma such as a fall. Revision surgery was scheduled for (B)(6) 2020, however confirmation of the revision surgery has not been received. The complained products have not been received for examination; therefore, visual and dimensional evaluation of the components, including an examination of the fracture surfaces to determine the nature / type of fracture, could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the two x-rays a pin fracture of the distal revitan component can be confirmed. The imaging evaluation indicates a possible lack of medial bone support to the proximal revitan component. On the other hand, the distal revitan component seems well anchored. Due to the lack of a complete x-ray follow up, changes to the implant positions and to the bone quality over the time in-vivo could not be evaluated. Medical records such as patient data, surgical reports, office visit notes and rehabilitation protocols have not been received. Therefore, patient and procedure related factors that may have affected the performance of the components such as bmi, anatomy, bone quality, activity level, type of activity and relevant medical history are unknown. Based on the investigation results it is possible that a lack of medial bone support in combination with a well fixed distal revitan component may have contributed to the pin fracture of the distal revitan component. The reason for the lack of proximal bone support remains unknown. Additionally, as further patient and procedure related factors may have contributed to the fracture, it can be assumed that the nature of the fracture is multifactorial. In conclusion, based on the lack of medical records, due to the unavailability of the components and as the cause may be multifactorial an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products and therapy date detail of product: item number: 0100402055, item name: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, lot #: 2931007. Item number: 00000004270, item name: alloft-s alloclassic shl 62/nn, lot #: 2829678. Item number: 0100013714, item name: durasul, alpha insert, nn/36, lot #: 2825668. Item number: 00877503602, item name: biolox delta, ceramic femoral head, m, 36/0, taper 12/14, lot #: unknown. The manufacturer received x-rays and other source documents for review. The device has not been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that due to the fracture of shaft at the cone connection a revision surgery is planned.